Manufacturer narrative:
Of the 1 allegation of a malfunction, zero pumps were returned to animas and investigated.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the event indicated that the one touch ping model pump experienced an absence of occlusion alarm issue. This report was received from various sources. The patient associated with this allegation was a (B)(6) year old male, who weighed (B)(6) pounds.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 1 allegation of a malfunction, zero pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the one touch ping model pump experienced an absence of occlusion alarm issue. This report was received from various sources. The patient associated with this allegation was a (B)(6).